Event description:
The complainant reported the patient was on impella 5.5 support and there was a high purge pressure issue. The purge pressure was >1000 mmhg and purge flow <1 milliters per hour. The staff checked for any kinks, and none were found. The purge pressure was resolved with lysis treatment. The weaning of the impella 5.5 was successful and there were no reported complications. The patient survived the explant.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation for the high purge pressure has been completed. There was no product or data logs returned. In the clinical details, it was stated that lysis resolved the high purge pressure. Lysis is a therapy that uses a medication to deliver medication to blood clots. Based on the clinical details, the root cause of the high purge pressure is most likely due to biomaterial. B.1 and h.1 revised as intervention was required which makes this issue an adverse event/serious injury with a product problem and was incorrect on initial manufacturer device report number: 1220648-2024-18876.